Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. A review of the labeling notes the following: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Possible complications of the use of the orbera system include: discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus.

Event description:
Reported as: a patient with the orbera intragastric balloon had "repeated vomiting". According to a medical report, the patient was medicated and four days later an endoscopy was performed showing hyperinflated balloon. The balloon was removed. The patient asks to implant other balloon in another time.

Manufacturer narrative:
Supplement #1 - medwatch sent to the FDA on 19/dec/2018.

Manufacturer narrative:
Supplement #2 - medwatch sent to the FDA on 08/jan/2019. Additional information: device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The device was received deployed. Blue discoloration was observed on the shell of the email. Dark blue and black particles were observed on the inner surface of the balloon shell. White particles were observed on the outer surface of the device shell. A valve test was performed and the flow of water was continuous and unobstructed. An air leak test was performed and leakage was observed from three openings on the radius of the shell. Under microscopic analysis all three openings were observed to have striated edges, consistent with damage from a surgical tool. Non-penetrating marks were observed on the balloon shell.